Manufacturer narrative:
Follow-up #1: date of submission 06/21/2016. Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2016 with the following findings: a review of the alarm history indicated a call service 064 motor alarm had occurred on (B)(6) 2016. No activity outside normal use was observed in the black box. The pump successfully performed ez-prime steps and a 24 hour duration test with no errors, alarms, or warnings occurring. A 10unit test bolus was successfully performed with no issues. The pump cover was removed and no internal defects were found. The complaint could not be duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump was emitting unspecified call service alarms. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.